Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system could not recall any saved images and intermittently would not record the dose in the dose summary. There is no report of death or serious injury associated with the complaint.